Event description:
Litigation papers allege since surgical implantation, pt has suffered symptoms including but not limited to swelling, inflammation, pain, elevated levels of metal ions in her blood, soreness, problems sitting and standing, clicking, metallosis in her left hip, and some corrosion of the left implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 5/4/2015- ppd and medical records received. Ppd and medical records were received on 12/2/2013 with the alert date of (B)(6) 2013. These records were reviewed on 5/4/2015 for MDR reportability. The revision operative note indicated pain, increased metal ions (no labs provided), metal debris, and leg length discrepancy (3-4mm). The stem is being added to the complaint. The lot number provided for the stem is not a valid lot number. There was no mention of any clicking as litigation alleged.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.